Event description:
A system operator reports the laser stopped firing 21% into the procedure. The surgeon made several attempts to retrack and hit ablate, but this was not successful. The procedure was completed the next day. Additional info provided by the site indicates at approximately 1 week following the completion of the procedure, the pt was 20/20 uncorrected and the surgeon stated the pt was not harmed or injured by the event.

Manufacturer narrative:
Determination of root cause: assessment: the field service engineer was dispatched to the site and was able to confirm the reported event occurred via review of the database. However, he performed a test surgery and was unable to duplicate the reported issue. He performed a system verification as per specifications. No parts were replaced or returned for analysis. A review of the surgery database was conducted and showed that there was an excimer not firing event during the surgery. Attempts were made to re-start the system by pressing the ablate button and pressing the footswitch several times. However, this was not successful. After several seconds passed, the site untracked the pt and was unable to reacquire track. This was caused by the pt having a pupil diameter smaller than the minimum specification of 7mm. Conclusion: based on the analysis of the data, the root cause for the reported issue is related to the thyratron.